Event description:
A friend or family member of the patient reported the patient was facing issues with the interstim bladder implant she received. The caller reported they had great concerns. It was noted the patient had appointment with the healthcare professional (hcp) in may. There were no further complications that have been reported as a result of this event. The indication for use is unknown.